Event description:
The customer reported that the c-arm will not go up or down. No injury to pt as reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the ps3 power supply. He also removed and replaced the power motor relay pcb. Tested system by booting error free and moving vertical lift through its full range of motion. The system is operating as intended.